Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via telephone call that the blood glucose rose to 400 mg/dl because the customer forgot to bolus for a meal. She declined troubleshooting for this issue. The insulin pump was not returned or replaced.